Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and inadequate stimulation. It was also reported that the patient had difficulty charging the ipg due to migration which was confirmed through the thoracic imaging. The patient was wearing a brace to help with the ipg position since being implanted. The patient underwent an ipg pocket revision procedure wherein the ipg was slightly moved to lay flat to help with charging. The patient was doing well postoperatively. Nothing was explanted.